Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis (right) and a mentor smooth round moderate profile 425cc saline prosthesis (left) experienced several systemic symptoms post procedure. Anemia, low on b-12, thyroid nodules, evaluated thyroid, ibf, lung nodule, dry eye, extreme allergic sinusitis, allergic cough, breathing issue, inflamed turbinates, dark spots around the eyes, metallic taste in mouth, insomnia, anxiety, joint and muscle pain, sensitivity to jewelry, acid reflux, gallbladder removed, implant looseness, breast pain, blurred vision, eye floaters, vertigo, dizziness when driving, calcification and cyst on the right breast, tingling pain in the lower extremity, and an unspecified bone disease were all noted. The possibility of more symptoms is indicated. The patient indicated treatment with an inhaler nasal spray. The patient had the device explanted on (B)(6)2019 and a slight improvement was indicated. The patient submitted a separate medwatch under mw5088814. See 1645337-2019-19160 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on 10/11/2019. Device evaluation summary: according to the information received, it was reported that the patient developed generalized illness. There was no sample received for analysis; only a picture of the sample was received. Upon visual inspection of the picture, the device appeared to be intact. No anomalies were observed. An investigation of the photo returned was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation (mre) was performed for the finished device number 241824, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).